Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was enrolled with a non dysplastic barrett's esophagus high grade dysplasia (16 cm). After a secondary circumferential ablation, dysphagia and mild stricture was noted and the patient was dilated. Per the physician, the severity of this event was mild and relationship of the event to the device procedure was possible and there was no device malfunction.